Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,(B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A field service engineer (fse) removed the back panel and found the open/close latch light was off. The device was powered down, and the latch inseparable was replaced. After rebooting, the drawer was verified as operational and the customer successfully recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to recover the drawer, and the pharmacy technician opened the pyxis from the back but still could not retrieve the drawer to access narcotics. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.